Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per email: fully covered biliary metallic stent here that they tried to use yesterday and apparently it wouldn't deploy. Procedure was completed with another stent they had on hand. Did any unintended section of the device remain inside the patient¿s body? No. Was the patient hospitalized or was there prolonged hospitalization? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedures? No. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of a lab evaluation on 19-jan-2023. Per email: fully covered biliary metallic stent here that they tried to use yesterday and apparently it wouldn't deploy. Procedure was completed with another stent they had on hand. 1. Did any unintended section of the device remain inside the patient¿s body? No. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. 4. Did the product cause or contribute to the need for additional procedures? No. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? N/a.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-8-b device of lot number: c1983334 involved in this complaint was returned for evaluation, without its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The devices involved in the complaint were evaluated in the laboratory on 19th jan 2023. On evaluation of the devices the following was observed: visual inspection: red safety tab not returned. Red luer safety wire in place. Shuttle at end of device. Break on flexor 27.3 cm from white tip ( just below the zip port) functional inspection: handle actuating for deployment and recapture but unable to deploy the stent. Manufacturing records: prior to distribution, all evo-fc-10-11-8-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-8-b of lot number: c1983334 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number: c1983334. Instructions for use and/label: the notes section of the instructions for use, ifu0062, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, stent would not deploy. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the torturous patient anatomy, causing a build-up of pressure and resulting in the flexor breaking and causing issue reported. Complaint is confirmed based on customer and/or rep testimony.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 19-oct-2023.